Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, their device was found to be in backup vvi mode due to magnetic resonance imaging. A device restoration was performed successfully. The patient was stable before and after the restoration.